Event description:
Beach chair positioner (skytron). Patient placed on hercules operating room bed, with the beach chair attachment securely and properly attached. The attachment broke in the lower back portion of the composite board (totally across device) and metal supporting bars prior to the initiation of anesthesia. The patient slid off head first towards the operating room floor. The patient's head and neck was supported by operating room staff but patient fell to the floor with contact affecting the upper back and bilateral shoulders. Post event, the patient complained of left shoulder pain, no injury determined at that time. Device reported weight limit (B)(6), patient confirmed and verified weight (B)(6).